Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump appeared charged and showed a lock icon but the screen would not respond to the sleep/wake button, repeatedly flashing on the charger and shutting off when removed, and the mobile app displayed an update failure; the problem was characterized as premature battery discharge associated with the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge traced to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.